Manufacturer narrative:
E1: initial reporter phone #: (B)(6). Investigation summary: bd received four (4) photos for investigation, one of which shows three (3) cases with missing barcode labels. The labels are not visible from the side where the photo was taken, and one case has a scrape in the area where the barcode label should be. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label content. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device, three (3) boxes were missing a label. No adverse impact was reported regarding the patient or user.